Event description:
Information received from the (B)(6) registry, subject: (B)(6). Treatment of a large unruptured saccular sidewall aneurysm measuring 16mm x 7.87mm located in the left ica (internal carotid artery). The patient presented with a neurological symptom of a headache. The patient was previously on anticoagulants / anti-platelets and was given heparin intra-operatively. On (B)(6) 2013, the patient underwent pipeline (5mm x 18mm) embolization treatment with a concomitant coiling procedure. During the procedure, it was reported balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperform balloon was performed on the pipeline to achieve full wall apposition. Post procedural angiogram showed a residual aneurysm with a residual neck. On (B)(6) 2013, it was reported the patient was doing very well without complaints of headache, visual change, or other neurological findings and the patient was to be discharged the same day. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).